Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached past 600 mg/dl while wearing the pod between 4 and 24 hours at the infusion site (leg). The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Symptoms reported include hyperglycemia, headache, and vomiting. The patient was treated with insulin and fluids. The patient was released after two days. The pod was removed.